Manufacturer narrative:
Per user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. The customer also reportedly overfilled the cartridge; per the user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Customer¿s blood glucose level was 209 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.